Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(6). Baxter healthcare - (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a connection issue was reported between the homechoice cassette and solution bag, which is known to cause this alarm. The cause of the connection issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of four peritoneal dialysis (pd) therapy. During the troubleshooting, a bag was not connected properly to the homechoice cassette which led to this alarm; air was observed in the cassette. Renal therapy services assisted the patient in removing the supplies. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.